Manufacturer narrative:
Concomitant medical products ¿ nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 61926754, nexgen lps option femoral component size f right catalog #: 00599601652 lot #: 62142378, nexgen lps-flex articular surface 17mm size e/f catalog #: 00596404017 lot #: 60422029, nexgen all poly patella size 32mm diameter standard 8.5mm thickness catalog #: 00597206532 lot #: 62258576, nexgen straight stem extension 15mm x 30mm length (combined length 75mm) catalog #: 00598801215 lot #: 62283310, bone cement 40gm palacos r-g gentamicin catalog #: 00111314001 lot #: 75774318. The product was evaluated through manufacturing records and the complaint was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the primary operative notes indicates that the patient was suffering from osteoarthritis of right knee. No intraoperative complications were noted during the procedure. Review of the revision operative notes indicates that the surgeon debrided scar and synovial tissue from the medial and lateral gutters. Additionally, it was found that the tibial component was loose and that the tibial implant cement joint was not bonded properly. Per the package insert, joint instability and loosening are known potential adverse effects of total knee arthroplasty. However, a root cause could not be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00686, 0001822565-2017-07727, 0002648920-2018-00203.

Manufacturer narrative:
Concomitant medical products ¿ tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog #: 00598004701 lot #: 61926754, femoral component option for cemented use only size f right catalog #: 00599601652 lot #: 62142378, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog #: 00597206532 lot #: 62258576, stem extension straight 15 mm dia x 30 mm length(combined length 75 mm) catalog #: 00598801215 lot #: 62283310, unknown bone cement 40gm palacos r-g w-gentamicin catalog #: unknown lot #: 75774318.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient allegedly experienced pain and the implant "falling apart" approximately three years post-implantation. Subsequently, the patient underwent a revision procedure due to instability and tibial loosening. During the revision procedure, the surgeon noted that the tibial component had significant implant-cement debonding on the underside. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found, which would change or alter any conclusions, or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had to use a wheel chair to ambulate approximately two months prior to the revision procedure. It was also noted that patient was unable to work at her job.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis at this time; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03901 and 0001822565-2017-03900. Remains implanted.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient allegedly experienced pain and the implant "falling apart" approximately three years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Event date - (B)(6) 2017. Explant date - (B)(6) 2017.

Event description:
It is now know that the patient underwent a revision procedure. During the revision procedure it was noted that screws backed out. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.